Manufacturer narrative:
Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch# (B)(4) that stent dislodgement occurred. The target lesion was located in the left anterior descending artery and ramus. A 2.25x20mm promus premier¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion despite several attempts. Eventually, the stent became dislodged and got stuck inside the guide hub. The devices were removed as a unit and the dislodged stent was recovered from the guide catheter. After the guide catheter was removed from the patient, the distal end of the guide about an inch from the hub was cut and inserted the guide wire in backwards. The dislodged stent popped out at the back end of the guide catheter and the stent was removed. No patient complications were reported. One day post procedure, the patient was discharged.